Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735672, h6: multiple annex a codes were coded for this event. A0708 was coded for the cmos battery being non-functional. A1102 was coded for the "no input detected" message. A110201 was coded for the system not booting. H3, h6: the system was serviced in the field and the cmos battery was replaced. B01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system's complementary metal oxide semiconductor (cmos) battery was non-functional. The manufacturer representative (rep) powered on the system and the screen displayed "no input detected" on a black screen. The system remained in this state and never booted. The manufacturer representative (rep) powered down the system and reset the cmos battery. The system booted normally. There was no patient involvement.